Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint on interface board. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother called and reported that the insulin pump had stopped working, blank display and unresponsive keypad. Customer stated that she changed battery and nothing worked. Customer stated the insulin pump worked but wanted replacement. Advised the customer that insulin pump would be replaced. No further information provided.